Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test due to loose /flush drive support disk. It passed the displacement test but was unable to perform the prime, excessive no delivery test due to loose /flush drive support disk. Device had minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed no delivery during bolus even after changing the infusion set. It was also reported that the device has cracks near the battery compartment. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.